Manufacturer narrative:
Previously submitted initial MDR g4 - date received by manufacturer should have been may 15, 2019 rather than may 5, 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing of noise. On (B)(6) 2019, the lead was capped and replaced. Patient was stable before and after the procedure.